Manufacturer narrative:
The insulin pump passed the displacement test, self-test, off no power test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform excessive no delivery test, error alarm and occlusion test due to motor error alarms. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will be returned for analysis.